Event description:
The customer reported that the mainframe portion of the system failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The 1a and 5a fuses were evaluated and replaced. The passive backplane assembly was also replaced. The system was tested and found to be working as intended and returned to service.